Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2022 by a physician which refers to a 62-year-old female patient. The medical history of the patient included primary biliary cholangitis and allergy to pcn. She had reaction to shellfish with throat swelling and difficulty swallowing in the past. Since then, the patient had eaten shellfish with no reaction. Concomitant medications included progesterone [progesterone], montelukast [montelukast], ritalin [methylphenidate hydrochloride], vitamin b12 [vitamin b12 nos], amlodipine [amlodipine], calcium [calcium], ursodiol [ursodiol], testosterone [testosterone], vitamin c [ascorbic acid], d3 [colecalciferol], estradiol [estradiol], milk thistle [silybum marianum], lexapro [escitalopram oxalate] and biotin [biotin]. The patient had previously received treatment with sculptra successfully in 2014 (8 years ago from date of report) and restylane lyft, jeuveau, juvederm ultra plus, dysport and botox within past 2 years for cosmetic indication. On (B)(6) 2022, the patient received treatment with 4 ml of sculptra (lot 1j7493, expiry date 30-sep-2024 or lot 1j8254, expiry date 31-oct-2024), 2 ml to each cheek with unknown injection technique and needle type. The physician completed the injection and massaged the area. Ten minutes after the injection, the patient felt swelling in her throat (pharyngeal swelling). On evaluation, the patient reported difficulty swallowing (dysphagia), and that she previously has had a similar reaction with shellfish once before. About 20 minutes later, the patient had developed a full body urticarial rash (urticaria). The physician diagnosed the patient with anaphylactic reaction (anaphylactic reaction) and treated the patient with an epi pen [epinephrine] to her thigh and 10 mg decadron [dexamethasone acetate] intramuscular injection into the gluteus muscle. After an hour, the reaction had cleared and the patient was much better, but was still pink (implant site erythema). Outcome at the time of the report: anaphylactic reaction was recovered/resolved. Swelling in her throat was recovered/resolved. Difficulty swallowing was recovered/resolved. Full body urticarial rash was recovered/resolved. Pink was recovered/resolved.

Manufacturer narrative:
Company comment: the serious events of anaphylactic reaction, pharyngeal swelling and dysphagia, and the non-serious events of urticaria and erythema at implant site were considered expected and possibly related to the treatment. Seriousness criteria included the need for urgent medical care including medical intervention to prevent permanent damage. The likely root cause include the patient's hypersensitivity to the product. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Product note: routine investigations have been performed and indicate a possible involvement of the product. The reported lot numbers were valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction but repeated batch record reviews will be performed in order to exclude non-conforming products. Recommendation for corrective and preventative action: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 07-dec-2022 by a physician which refers to a 62-year-old female patient. The medical history of the patient included primary biliary cholangitis and allergy to pcn. She had reaction to shellfish with throat swelling and difficulty swallowing in the past. Since then, the patient had eaten shellfish with no reaction. Concomitant medications included progesterone [progesterone], montelukast [montelukast], ritalin [methylphenidate hydrochloride], vitamin b12 [vitamin b12 nos], amlodipine [amlodipine], calcium [calcium], ursodiol [ursodiol], testosterone [testosterone], vitamin c [ascorbic acid], d3 [colecalciferol], estradiol [estradiol], milk thistle [silybum marianum], lexapro [escitalopram oxalate] and biotin [biotin]. The patient had previously received treatment with sculptra successfully in 2014 (8 years ago from date of report) and restylane lyft, jeuveau, juvederm ultra plus, dysport and botox within past 2 years for cosmetic indication. On (B)(6) 2022, the patient received treatment with 4 ml of sculptra (lot 1j7493, expiry date 30-sep-2024 or lot 1j8254, expiry date 31-oct-2024), 2 ml to each cheek with unknown injection technique and needle type. The physician completed the injection and massaged the area. Ten minutes after the injection, the patient felt swelling in her throat (pharyngeal swelling). On evaluation, the patient reported difficulty swallowing (dysphagia), and that she previously has had a similar reaction with shellfish once before. About 20 minutes later, the patient had developed a full body urticarial rash (urticaria). The physician diagnosed the patient with anaphylactic reaction (anaphylactic reaction) and treated the patient with an epi pen [epinephrine] to her thigh and 10 mg decadron [dexamethasone acetate] intramuscular injection into the gluteus muscle. After an hour, the reaction had cleared and the patient was much better, but was still pink (implant site erythema). Outcome at the time of the report: anaphylactic reaction was recovered/resolved. Swelling in her throat was recovered/resolved. Difficulty swallowing was recovered/resolved. Full body urticarial rash was recovered/resolved. Pink was recovered/resolved. Tracking list: v.0 initial report, v.1 batch record review results received on 29-dec-2022.

Manufacturer narrative:
Company comment: the serious events of anaphylactic reaction, pharyngeal swelling and dysphagia, and the non-serious events of urticaria and erythema at implant site were considered expected and possibly related to the treatment. Seriousness criteria included the need for urgent medical care including medical intervention to prevent permanent damage. The likely root cause include the patient's hypersensitivity to the product. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause. The reported lot numbers were valid and verified the reported product. Until this date, only two technical complaints have been reported for sculptra batches 1j749 and 1j825 and no medical complaints have been reported involving these batches (except for this case). According to the investigation results, no quality issues have been identified in the overall manufacturing process of sculptra semi-finished lots 1j749 and 1j825, nor in the row materials used for its manufacture. The analytical results at release, for the involved lots, the row materials certificate of analysis were re-controlled confirming all the results complied with the specifications and the product released for the market is conform to the cgmp and to the specifications requirements. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. Recommendation for corrective and preventative action: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.